Event description:
It was reported that the ipg was not helping patients pain areas. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred two to three years ago.